Event description:
The customer reports that, in the vascular anesthesia unit, during the puncture, the needle broke at the junction between the needle and the syringe adaptor. The needle and adaptor disconnected. No clinical consequences or injury reported for the pt.

Manufacturer narrative:
Complaint no.: (B)(4). The device will not be returned.